Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending coronary artery. The 3.0x15 mm xience alpine stent delivery system (sds) was advanced without resistance in the patient anatomy, however it was noted that the proximal shaft had kinked. The xience alpine sds was removed from the patient anatomy. An attempt was made to straighten out the kink and the shaft separated at the location of the kink (while outside the patient anatomy). A same size xience alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.